Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: association between baseline glycated hemoglobin level and atrial fibrillation recurrence following cryoballoon ablation among patients with and without diabetes. Bmc cardiovascular disorders. 2024. 24:111. Doi: 10.1186/s12872-024-03784-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the effect of baseline glycated hemoglobin (hba1c) levels on atrial fibrillation (af) recurrence following cryoballoon ablation in patients with and without diabetes. The authors described one patient who experienced a stroke which was diagnosed four hours post ablation procedure. There were three patients with complications at the groin site which included two femoral pseudoaneurysms and one arteriovenous fistula. Surgical closure was required for one pseudoaneurysm and the arteriovenous fistula. Hematemesis occurred in three patients, all of which were mild and resolved within two days, and there were other patients who experienced phrenic nerve injuries. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.